Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 70% in-stent restenosis, 15mm in length, eccentric target lesion was located in the non-tortuous, moderately calcified, and 3.5mm in diameter mid right coronary artery. Following placement of a pt2 moderate support guide wire and a 6f jr4 guide catheter, a 15mmx3.50mm nc quantum apex balloon catheter was advanced for predilation. However, the balloon ruptured at 10 atmospheres. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.